Event description:
It was reported to resmed germany that an astral device restarted unexpectedly. There was no patient injury reported as a result of this incident. Reference MFR # 3004604967-2015-00091.